Manufacturer narrative:
He device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that the teladoc health blood glucose meter was smoking and making a hissing noise while it was charging. The member was not injured and/or received medical attention as part of the issue.